Event description:
On (B)(6) 2022 it was reported by a sales representative via sems that an abs-10060r angel malfunction during prp case and blood exploded inside of the machine. Additional information on 01/26/2022: on (B)(6) 2022 it was reported by a sales representative via email that an abs-10061t prp kit ( line#2) spindle under the top housing became loose causing blood to leak inside the abs-10060r angle centrifuge ( line#1) during the end of the prp spin cycle. The spill was not cleaned up, the sales rep was asked to remove the angel centrifuge and have it placed. The surgeon was not comfortable having his personnel clean the spill. The prp was completed using a back up abs-10060r.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint confirmed, blood was found to have leaked out of the device. The abs-10061 disk/bad assembly was returned assembled with the angel and with its tubing cut off. The device was filled with blood and could not be investigated as it is a biohazard. The cause is undetermined.